Manufacturer narrative:
(B)(4). Evaluation conclusion: the manufacturer only investigated the returned oxygen blending module.

Event description:
A ventilator was serviced by a third party service center. The oxygen blending module was returned to the manufacturer's product investigation laboratory for further investigation. There was no report of patient harm or injury. During the investigation, the root cause of the oxygen blending module failing was found to be a transducer (u28) being out of tolerance.